Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor bad contact" message and did not discharge, while performing a 30 joule self-test with test plug. Complainant indicated that there was no patient involvement in the reported malfunction.